Manufacturer narrative:
Unit passed displacement test and self test. Unit received with minor scratched lcd window, faded serial number label, cracked retainer and scratched case. No pump error 79 or pump error 28 alarms noted. Pump error 63 alarm confirmed in the pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 450 mg/dl something and 456 mg/dl. Reportedly, the insulin pump alarmed errors. The insulin pump passed displacement test and self test. The device is expected to be returned for analysis.